Event description:
The surgical cover lamp fell down while the physician moved the lamp. During a surgical procedure, the physician moved the lamp to have a better illumination. The lamp cover fell down in the patient's abdomen.